Event description:
The following information was reported to kci: on (B)(6) 2012, the pt's wife reported blood leaking from the drape. Ems was called and the pt was transported to the emergency room due to an alleged active bleed in the pt's wound. Per the pt's medical records, after the pt was admitted to the hospital on (B)(6) 2012, medical staff transfused the pt with an undocumented amount of blood products. The hemorrhaging ceased with the application of hemostatic agents. Surgical intervention was not required. The pt's pain was reported to have dramatically decreased. V.a.c. Therapy was re-applied, and the pt was discharged on (B)(6) 2012. Pt records indicate the pt's tissue was granulating and that the pt was doing well.

Manufacturer narrative:
On (B)(4) 2012, the pt had a surgical excision of an infected sebaceous cyst located on the pt's back and v.a.c. Therapy was applied in the operating room. The treating physician discharged the pt the same day, and subsequently developed an active bleed with increasing pain. On (B)(4) 2012, kci field service tested the device per quality control (qc) procedure and determined the unit met specifications prior to pt placement the same day. On (B)(4) 2013, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ, infection,trauma, radiation, pts without adequate wound hemostasis, pts who have been administered anticoagulants or platelet aggregation inhibitors. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.